Event description:
It was reported that the luer lock became disconnected. Customer had elevated blood glucose levels. Customer was able to successfully reconnect the tubing and resume insulin delivery.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.